Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, noise causing myopotential oversensing and a decrease in the r-wave amplitude was noted on the right ventricular (rv) lead. The lead was repositioned, and the patient was stable with no adverse consequences.